Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. It is indicated that the stent delivery system (sds) is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Additionally, it was reported the lesion was not pre-dilated. It should be noted the xience v IFU states: pre-dilate the lesion with a percutaneous transluminal coronary artery (ptca) catheter. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the moderate tortuousity, moderate calcification, de novo, distal left anterior descending artery (lad) without pre-dilatation the 4.0 x 12 mm xience v stent was implanted, however, a mild dissection was noted. A second 4.0 x 12 mm xience v stent was used as treatment without reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.